Event description:
A power source alert was reported by the caller, who was using a tandem charging cable and wall adapter at the time of the issue. The customer's blood glucose level was 169.2 mg/dl. The customer resolved the issue by leaving the wall adapter plugged into a working outlet for at least 30 consecutive minutes, which caused the pump to begin charging, and no further assistance was required.